Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b, g3, h6 MDR section codes updated/corrected: b, c, d, g serial number, expiration and manufactured dates unknown. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), possible inclusion of the humeral liner in the packaging recall, or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
Approximately 4 years after initial tsa, the surgeon revised an right exactech reverse shoulder due to a dissociated liner. The liner was replaced with a liner that had a new locking mechanism. This event is not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event.